Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. 510k#: k163018.

Event description:
Zhou 2022 metallic stent placement versus catheter drainage for malignant bilioenteric anastomotic stricture. Technical success was achieved in all patients in both groups. In the stent group, 21 patients received one stent, and the other 6 patients required two stents placed using the side-by-side technique because of isolated strictures. Two types of uncovered sems with a diameter of 8 mm and lengths from 40 to 80 mm were used in this study [e-luminexx (B)(4) and zilver (B)(4) the stents with a size of 8 .60 mm were the most commonly used. Under fluoroscopic guidance, the intrahepatic bile duct was punctured using a 22-g chiba needle (cook, bloomington, in), followed by insertion of a neff percutaneous access set (cook, bloomington, in). The outer cannula of the neff set was kept for cholangiography to assess the severity of the anastomotic stricture. A 0.035-inch guidewire was then inserted and the outer cannula of the neff set was exchanged with a 5-f headhunter or cobra catheter to pass through the stricture into the intestine. After measurement of the length of the stricture, a 6-f sheath was advanced over the guidewire to the intrahepatic bile duct. A bare sems was inserted through the sheath and delivered in the center of the stricture. Both ends of the stent should be at least 1.5 to 2 cm longer than the stricture. After stent placement, repeat cholangiography was performed to verify the stent patency. Finally, the puncture tract was occluded with gelfoam pledgets through the sheath. Stent group: one patient in the stent group developed pancreatitis with amylase > 500u/l after stent placement. After 2 days of fasting, intravenous nutritional support, anti-inflammatory and other treatments, his amylase dropped to normal and he complained of no discomfort

Event description:
Supplemental report is being submitted due to the completion of the investigation on 24feb2023.

Manufacturer narrative:
510k#: k163018. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. It should be noted that the instructions for use (ifu0040) lists pancreatitis as a potential adverse event. There is no evidence to suggest the user did not follow the IFU. There is no evidence to suggest that the customer did not follow the label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined however a possible root cause can be attributed to known potential complications. The instructions for use lists pancreatitis as a potential adverse event. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, 01 patient experienced pancreatitis which was treated with fasting, nutritional support and anti-inflammatory treatments. Complaints of this nature will continue to be monitored for potential emerging trends.